Manufacturer narrative:
D10 concomitant products: pp1208dl, pp1208dl progrip lt ppl/pla 12x8cm (lot#:szg1682x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter the patient underwent a cure of a bilateral inguinal hernia using the modified tension-free lichtenstein technique with mesh implantation on (B)(6) 2025. The patient had an abdominal computed tomography scan without injection on (B)(6) 2025. There was a slight subcutaneous infiltration regarding the perioral site without an organized collection. Absence of unmasked hernia during pushing maneuvers. The patient had a consultation following an abdominal computed tomography scan without injection for a pelvic pain assessment, with radiation in the penis essentially nocturnal and associated with frequent urination. The CT scan did not find anything. The physical advised the patient to get in touch with a urologist. On (B)(6) 2026, the patient had another consultation due to the problem of a painful, persistent, and disabling symptomatology. Examination of the external genitalia revealed no abnormalities, and the wall healing was satisfactory. The clinical prostate examination was reassuring, as was the urine dipstick test and the ultrasound check of bladder emptying. In the event of post-operative ilioinguinal neuralgia. A magnetic resonance imaging (MRI) with pelvic injection was performed, showing edematose infiltration of soft tissues along bilateral inguinal surgical approa ches and at the level of the proximal orifices of the sperm cords. Severe, congestive left hip osteoarthritis with synovitis. Currently persistent sensations of uncomfortable heaviness and tightness in the pubic area and penis increased at night a month and a half after the surgery, requiring treatment with medications for 1 month. A CT scan, MRI and ultrasound were performed, which showed significant edema at the level of the operating site. Evolution towards a progressive partial improvement and cessation of treatments, except paracetamol. Absence of fever, urinary tract infection and biological inflammation syndrome.